Manufacturer narrative:
(B)(4). The DHR of lot: 16734 was reviewed. No reworks, ncrs, or defects related to the product complaint were found. Information pertaining to the second linx device explanted by dr. (B)(6) on (B)(6) 2019: patient: (B)(6); date of birth: (B)(6); patient bmi: 24.32; date of implant: (B)(6) 2018; implanting physician: dr. (B)(6); device size: 15 bead ¿ clasp; lot number: 16734. Patient has an autoimmune disease: hypogammaglobulinemia- receives ivig therapy. Pre-implant information: manometry, barium swallow, egd. Did the patient have any pre-existing dysphagia or other conditions (other than gerd)? Yes (patient originally had laparoscopic paraesophageal hernia repair with linx placed on (B)(6) 2016 with dr. (B)(6) with pre-existing dsyphagia. Underwent removal and replacement on (B)(6) 2018 with dr. (B)(6) due to ongoing dysphagia). Were there any intra-operative complications during implant? No. Was there any hiatal or crural repair done at the same time as the implant? No. Was mesh used at time of implant? No. Reason for removal: ongoing dysphagia. If dysphagia, how severe was the dysphagia/odynophagia before intervention? Response: severe: incapacitating with inability to do work or usual activities (only able to consume liquids). Please describe any additional diagnostic testing or intervention performed prior to removal, including the date - multiple balloon dilations, steroid doses, gastric emptying study, and repeat esophagram and chest x-ray. Date of explant: (B)(6) 2019. Was the device found in the correct position/geometry at the time of removal? No ¿ slight slippage. Was a replacement linx device used? No. Is the device available for return? No. (B)(4).

Event description:
It was reported that the patient originally had a laparoscopic paraesophageal hernia repair with linx placed on (B)(6) 2016, with pre-existing dysphagia. The patient encountered ongoing dysphagia, had the first linx removed and replaced with a new linx device on (B)(6) 2019. The patient returned to the doctor and had the second implanted linx device explanted on (B)(6) 2019. The patient was having ongoing dysphagia. After multiple balloon dilations, steroid doses, gastric emptying study, and repeat esophagram and chest x-ray the patient decided to have the device permanently removed. There were no notable observations after the first and second explants. The patient has retained the second linx device. The first linx device was discarded. The patient is currently not experiencing dysphagia. Dr. (B)(6) was the initial implant surgeon on (B)(6) 2016 and dr. (B)(6) was the explant surgeon for the procedures on (B)(6) 2018 and (B)(6) 2019.

Manufacturer narrative:
(B)(4). Date sent: 03/14/2109. H10: corrected data = this event had been previously reported on report number 3008766073-2019-00262. All information will be associated under this number.